Event description:
Cpi rec'd info that lead was removed from service due to poor sensing. Two large patch leads were also removed from service at that time. The leads were replaced with a new lead model 125. Lead was capped and abandoned in pt.